Manufacturer narrative:
This report is submitted on may 26, 2023.

Event description:
Per the clinic, the patient experienced an episode of meningitis on (B)(6) 2023. The following additional information was received regarding the episodes of meningitis: - etiology of deafness - allegedly hereditary. There were no reported cochlear malformation, craniofacial malformations, nor basilar skull fractures. - the patient does not have a preimplantation history of meningitis, nor any cfs leaks that predates the cochlear implant. Additionally, the patient does not have a history of immunosuppressive conditions. - the meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. - prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. - it is reported that the patient has an upper respiratory infection or otitis media prior to meningitis. - the patients csf cultures revealed streptococcus pyogenes bacteria. Due to the meningitis, the patient was hospitalized (specific date and duration not reported) and during the admission, the patient was administered with IV antibiotics (specific date and duration not reported). Reported that the treatment was successful and the implanted device remains.